Event description:
Customer reported c-arm started rebooting in the middle of the case. Patient wasn't injured. After system was booted up, c-arm can start rebooting showing squares on the c-arm display. It was happening very intermittently. Two more problems found. After selecting film mode when ma selected to 100ma or higher error message "error selecting filaments" displayed. Intermittently system was displaying message "high ma."

Manufacturer narrative:
Gehc field service engineer troubleshooted system, ordered parts. In 2007, replaced defective parts. Intermittent problem was fixed. When system was checked for proper operation found another problem. Error message: error selecting filaments in the film mode. Ordered parts. Three days later, replaced defective filament driver pcb, calibrated filaments. Checked system for proper operation.